Event description:
General report received of leaks. It was reported that at least 12 incidents of leaks were experienced near the stem of the luers on the extension sets. The incidents were described as follows: the extension sets were attached to the IV access catheters. The lines were flushed with normal saline solution, the slide clamps closed and the lines capped for future intravenous administration. At an unspecified time following the initiation of the lines, the patients experienced leaking of the saline solution and "bleed back" with "small amounts" of blood leaking down the patients' arms. The patients notified the nurses, who flushed the intravenous tubings with saline solution. The customer reported that either the spin collars on the proximal ends of the sets were re-adjusted or the extension sets were changed out. There were no reported adverse patient effects. Though requested, no additional information was provided.